Event description:
The facility reports ,the operator was performing a transfer of the resident from the dining chair over to his power chair using a small sling with spreader bar attachment. The operator stated, he may have bumped the resident's bottom against the armrest and adjusted the approach to the power chair slightly. The resident was raised to clear the armrest and, as he was brought upright, he fell out of the sling backwards. The operator believes that all clips attached to the lift except maybe the top shoulder clip.